Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) blocking umbrella cannot be released normally. A replacement device was used to complete the procedure. The hospital did not report any patient effects.